Event description:
The complainant reported the a vaxcel chest port was placed in 2004. On (undisolosed date) the line was not able to be flushed. A chest x-ray revealed that the catheter was separated from the port and was migrating into the right ventricular outflow track. On the following day the catheter was surgically removed. When removed it appeared that the catheter separated directly from the port with no signs of tearing or fracture. Numerous attempts have been made to obtain additional pt and event info. All attempts have been unsuccessful. There was no indication from the complainant of any additional advese affects to the pt as a result of the reported malfunction.

Manufacturer narrative:
This device has not yet been rec'd by this MFR, consequently an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event.